Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that this past thursday, the patient had to reposition her ins because it had moved and now her monitor showed the phone and health care professional (hcp) power on reset (por). The patient stated that it was not working and she got it out yesterday and got the por. The patient confirmed that she had surgery to reposition the ins because her ins was tipped out like a table top (horizontal) for a while and it had been like that almost from the beginning and kept getting worse. The patient mentioned that after surgery she thought it was not working and had to go to the hospital on saturday because she could not urinate and at that time she thought it was still working. The patient reported that saturday, all day, she was miserable and she could not have a bowel movement or urinate. The patient confirmed that at the hospital they had to catheterize her a couple of times. The patient was redirected to her hcp. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the cause of the ins tipping horizontally was unknown. The patient reported the actions taken to resolve the por were that they had to meet with a representative at the healthcare provider¿s office after going to the emergency room to have a catheter put in. The patient continued that the surgery was on a thursday and they didn¿t realize it wasn¿t working until saturday. The rep wanted to meet wednesday afternoon, and they finally met on tuesday then the catheter was removed. No further complications were reported.